Event description:
A doctor was performing routine medical treatment to a pt when the lens heat shield/holder from his dental light came off the light and fell to the floor. There were no injuries reported. Two events occurred within three (3) days regarding this dental light. Please reference manufacturer report # 1017522-2013-00011.

Manufacturer narrative:
The lens heat shield/holder from the dental light has a three prong locking mechanism which locks the lens heat shield/cover into place. The lens heat shield/cover has to be removed by the end user when cleaning the lens or replacing the halogen bulb during routine operator maintenance. The installation instructions, use and care instructions, and labeling clearly state to ensure the lens heat shield/holder is properly secure by snapping the part back into place. The doctor informed marus the serial plate label was no longer legible therefore the unit serial number and manufacture date was not available. The doctor said he purchased the dental light and had it installed in 1990. The dental light is over 23 year old and is past the expected life of the device.